Event description:
Customer observed reactivity with a donor segment that been previously typed by the blood center. Unit was labeled as b+, but customer observed reactivity with baa569a. Customer observed 1+ reaction with anti-a and 4+ with anti-b. No death or serious injury was associated with this incident.